Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient reported that she was having pain at the chest incision site and a small amount of purulent drainage. Per the surgeon the patient had an infection. It was noted that the patient was admitted to the hospital for fever and needed IV antibiotics secondary to staph infection at the generator site. It was noted that the patient would be sent home with a PICC-line and home health nurse to help administer antibiotics. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was noted that the patient made a successful transition from IV antibiotics to oral antibiotics. She was evaluated by the surgeon and the chest incision is completely healed and clear of any signs of infection. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.